Event description:
The lay user / patient contacted lfs on (B)(6) 2010 alleging a battery indicator on their one touch ultra 2 meter. The patient mentioned that the reported issue with the meter began at 8:00am on (B)(6) 2010, due to the alleged issue the patient ate more food/drink and then at 8:05am, the patient felt shaky. The patient went to the ER at 9:00am; however, the patient does not recall what the reading was in the ER; however, was treated with insulin. While troubleshooting, it was noted that the battery needed to be replaced and the patient did not have replacement batteries. This is not the first time the product is being used. The patient denied any misuse of the product. The product was replaced. The complaint is being reported since the patient alleged that due to the reported issue, she was unable to test and developed symptoms of a serious injury and had to be treated with insulin in the ER.

Manufacturer narrative:
The 510 (k) # is k053529. Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.